Event description:
It was reported that during the implant procedure of the lead, difficulties were experienced with extending the helix inside the pat ient. Prior to implant the helix mechanism extended without problems. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure of the lead, difficulties were experienced with extending the helix inside the patient. Prior to implant the helix mechanism extended without problems. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4): no anomalies were found, however blood was noted on the distal electrode; full lead returned and analyzed.